Manufacturer narrative:
The factory reviewed the test record of the questioned lot number for sterility and limulus test for pyrogens which were performed prior to shipment; no abnormality was noted. Retention samples from the same lot were tested for limulus pyrogen test, hemolysis test, pyrogen (rabbit) test, acute systemic toxicity, and intracutaneous toxicity test. No abnormality was determined. Co is unable to determine the cause of the incident.

Event description:
Pt experienced reaction with 1st use dialyzer (not preprocessed). Symptoms began immediately after initiation of treatment. Pt complained of difficulty breathing and tightness in chest. Treatment was stopped, blood and dialyzer discarded. Pt switched to competitor dialyzer.